Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53u58. Conclusion: the analysis found that one plee60a device was returned in good visual condition and with one gst60g cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no incomplete staple line was noted during functional testing. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary. Intra-operative photograph was received. The event description cannot be confirmed with the photo. It was noted in the event description that multiple green cartridges were utilized in the procedure. The cartridge in the photo is not identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon fired two black cartridges with buttressing with no problem. The device was loaded with a green gst cartridge with buttressing and on the third firing, the device locked out. The surgeon used the knife reverse button and the device was loaded with a new green cartridge and buttressing. The device was fired. The knife went to the end and came back, but when the device was removed the surgeon saw that staples were not deployed on the patient side of the cut and the tissue was bleeding profusely. The surgeon used safe sutures to hold the tissue. A second device was pulled and loaded with a green cartridge and buttressing. The surgeon fired over the safe sutures successfully to control the bleeding. The third firing of the second device was loaded with a green cartridge and buttressing, the surgeon was positioned on the fundus and the device locked out. The sales rep was present at this point in the procedure and confirms that the scrub tech loaded the cartridge properly. The surgeon asked for a third like device to be pulled and it was loaded with a green cartridge and buttressing, positioned at the fundus, and the device locked out. A competitor&#62688;product was used to complete the procedure. The total volume of blood lost was not significant and the patient did not require a transfusion.

Manufacturer narrative:
(B)(4). An intra-operative video was received. The video evidence contradicts the event description in that the issue occurred with a green cartridge in the second firing on the stomach, not the third firing. A second black cartridge was not used. The video does provide evidence that staples were not deployed nor formed on the patient side of the cut line starting at about the 40mm mark on the channel. It was noted that there was not a 15 second delay between clamping and firing of the device. Additionally, there is a high likelihood that the buttressing on the cartridge may have had a negative impact on the outcome with it being pulled down/bunching during device positioning. The tissue thickness in the second firing may have been thicker than the green cartridge is indicated for in the instructions for use. The formation and lack of deployment of the staples indicates that there may have been an interference condition within the cartridge.: based on the video evidence, the event description of unformed staples can be confirmed. The photos do not provide evidence as to what caused the issue to occur.